Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to unsuccessful ring repair. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Failed ring repair.